Manufacturer narrative:
Date of event: only event year is known: 2022. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: could you please provide more details for "misfire"? The stapler did not cut or deploy the staples, but we did get the green check mark where within the gap setting scale was the orange indicator prior to firing? Middle of the range. What confirmation was received that the device was fully fired? Green check. Did the device staple? No. Was the staple line complete? No staples. Were there any staples missing from the staple line? No staples. What was the shape of the staples (b-formation, irregular, legs straight)? N/a. Were the staples deployed into the tissue? No. Were the staples seen in the surgical field? No. Did the device cut? No. Was the cut line fully circumferential around the target tissue? Did not cut. If the device fully cut, were both tissue donuts present? N/a. 13. If the device fully cut, were both donuts complete? N/a. How many counter-clockwise revolutions were used to open the device? N/a. How was it confirmed that the anvil was free from the tissue prior to removing? N/a. After firing was the adjusting knob turned ½ to ¾ revolutions? No response. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? No response. Who fired the device? Student. Who removed the device? Resident. Was the safety reset prior to removal? Yes. What was the users experience with the device? First time ¿ I wonder if the anvil did not actually "click" onto the spike?? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the colectomy procedure they had some kind of power circular misfire during surgery. The speculation was that they tried to fire the device but possibly the anvil was not engaged. The customer did note that they had a green check mark in the highlighted window of the device. No adverse event was reported at the time. The procedure was successfully completed. There was no patient harm.

Manufacturer narrative:
(B)(4). Date sent: 03/21/2022. D4: batch # 182a47. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not been fired. However, when the battery was installed the green checkmark illuminated indicated that the device was not reset. In addition, the device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.